Manufacturer narrative:
It was reported that the patient suffered from elevated ion levels. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part and lot numbers a complaint history, DHR review and device labelling cannot be performed for the devices involved. Should the lot/batch/serial number become available at a later date then the complaint history task will be re-opened and completed. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. Smith and nephew has not received device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation.

Event description:
It was reported that patient suffered from a elevated ion levels. The patient is a bilateral , this case is for the right hip implanted on (B)(6) 2006. The patient hasn't undergone a medically-indicated revision so far, but the contribution of the right hip implants to the elevated ion levels could not be discarded. No further information is available at the moment.